Event description:
It was reported that the customer passed away. The customer was taken to the emergency room for high blood glucose and customer died twenty minutes after her arrival. No blood glucose reading was reported. It was stated that the cause of the death was a heart attack and the customer was wearing the insulin pump at time of death. Also, it was stated that the customer had cancer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.